Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device has been requested to be returned. Upon receipt of explant and completion of evaluation, a follow-up report will be sent to the FDA. (B) (4).

Event description:
It was reported that patient underwent knee procedure in 2001. Revision procedure was performed on (B) (6), 2010 due to pain. During the revision, the surgeon discovered the implant had fractured. No further complications have been reported.